Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during use of the intra-aortic balloon pump (iabp) the staff noted that blood had back up/contaminated the iabp. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Event description:
It was reported that during use of the intra-aortic balloon pump (iabp) the staff noted that blood had back up/contaminated the iabp. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of "blood backup into the pump" is confirmed by the field service engineer. The field service engineer replaced all the contaminated parts. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.